Event description:
During the service evaluation of the device for an unrelated issue, the manufacturers service technician noted a (24v, +12v, -12v, or power fail failure) power fail occurence in the diagnostic history log. The customer did not report the power fail occurence when it took place. The customer reported that they replaced the power supply to address the problem. The manufacturer's service technician completed performance verification testing and all tests passed to operating specifications.